Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief, and the implantable pulse generator (ipg) was not charging. The ipg was replaced, and the patient was doing well postoperatively. The explanted device was kept by the medical facility.